Event description:
It was reported that the patient with this right ventricular (rv) lead was admitted due to a large pulmonary embolism (pe) and was experiencing abdominal pain. Additionally, it was found out that the patient was having phrenic nerve stimulation, and rv lead perforated that was identified on the CT (computed tomography) scan. Moreover, the patient had a reaction to heparin, causing the patient's platelet count to drop therefore, no rv lead revision was performed. The company representative programmed the rv off for pain and was able to find adequate left ventricular (lv) capture with limited stimulation. The patient is now feeling more comfortable, and the physicians will determine the safest timing for the rv lead revision. The current plan is to replace the device with a left bundle branch (lbb) lead and implanting a pulse generator. At this time, this rv lead remains in service. No additional adverse patient effects were reported.